Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot# serial# (B)(4), implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had lead migration. Patient recently had in unrelated surgery, which could¿ve been the cause of lead migration, however it is undetermined. Patient states no falls or car accidents. Impedance normal, connectivity normal. Manufacturer representative (rep) reprogrammed system to stimulate to 9010 disk space with migrated lead. Issue was resolved. No patient symptoms were reported.